Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/18/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, but unavailable: what do you mean by "the operator used electrocoagulation to connect the suture where it broke"? All answers above are unobtainable. Once there is any update, we will update the information. The operator continued sewing for several stitches with the suture, but the suture broke again, did the surgeon continue suturing with the same suture that broke since the beginning? Please clarify could you please clarify how many device in total present the issue (breakage suture)? Device return follow up. Noted. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: visual analysis of the returned product revealed that one opened sample product code sxpp1a406 was received to ethicon inc for evaluation. Upon visual inspection the suture was cut, body fluids, damaged at the surface and the tips barbs were to be damaged. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1a406 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * what do you mean by "the operator used electrocoagulation to connect the suture where it broke"? * the operator continued sewing for several stitches with the suture, but the suture broke again, did the surgeon continue suturing with the same suture that broke since the beginning? Please clarify * could you please clarify how many device in total present the issue (breakage suture)? Investigation summary : visual analysis of the individual image received by for evaluation determined a plastic bag with a dispensed needle/suture and a labeled winding former product code sxpp1a406. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken not to damage the thread when handling it. Avoid crushing or bending surgical instruments, such as needle holders and forceps. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent a joint replacement procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported that the suture broke from the middle when sewing the musculofascial layer in the surgery of joint replacement. The operator used electrocoagulation to connect the suture where it broke. The operator continued sewing for several stitches with the suture, but the suture broke again. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.